Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a stockert centrifugal pump system scpc crash. There was no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communications, it was learned that the battery was also replaced to solve the issue, without any success. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Manufacturer narrative:
H11: through follow-up communications, it was learned that the system had already undergone the same issue in the past, that was solved replacing the battery switching board currently, field service engineer replaced again the cpu board, after performing functional tests, unit showed to work as per intended specifications. However, after a few days, same failure occurred. The unit has now been removed from service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.